Manufacturer narrative:
Consumer has not returned the product.

Event description:
Per report case (B)(4) from (B)(6) was received via e-mail by the (B)(6) office of the fire marshal. The report alleges the consumer received a burn on his leg from the heating pad cabling that separated during repeated use and caused damage to a duvet cover.